Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly as it remained inside of the loading upon removing the delivery device. A side-biter clamp was used to complete the procedure. The hosp reported that there was a minimal amount of blood loss. The hosp intends to return the products in question. Ref to mfg report #2242352-2013-00449 for the related report.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and seal were inside the loading device. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint could not be confirmed; however, it was confirmed for premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).